Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced cramping, spasms, discomfort, and pain with stimulation. The patient reported new left lower extremity cramping following most recent reprogramming on (B)(6) 2017. The patient also experienced increased spasms at night which they stopped utilizing the device to avoid. Programs a, e, and d resulted in increased pain and program b resulted in burning. The device was reprogrammed on (B)(6)2017. On (B)(6) 2017 the patient was admitted to the hospital with intractable pain and refused to turn their device on. The patient was scheduled for a follow-up and reprogramming visit. The device was reprogrammed on (B)(6) 2017. The patient presented to the clinic on (B)(6) 2017 and was utilizing the device regularly. The outcome was reported as resolved without sequelae on (B)(6) 2017. The event was related to the device or therapy, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative(rep) reporting that in regards to the cause, the patient reported new left lower extremity cramping following most recent reprogramming.